Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion seal blister. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Upon visual inspection, the customer's reported problem was confirmed. The downstream occlusion (dso) sensor seal was found to be blistered. Replaced the dso sensor seal to correct the issue. The device passed all functional tests after the repair.